Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: exact date unknown, event occurred for the past year from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg and would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.